Manufacturer narrative:
Siemens became aware of the reported occurrence on 02/23/2012. Siemens investigation reveals that in the reported scenario the system works as specified. Customer address: (B)(6).

Event description:
Siemens was notified on february 23, 2012 that the primeview system did not give any warnings regarding exceeding fractions or dose. Reportedly, the customer inadvertently set up 2 dose tracking sites for the same field. However, on the second day of treatment the dose and fractions for one of the sites would have been exceeded. Primeview system did not give any warnings regarding exceeding fractions or dose since it only tracks the dose for the site which contains the field. There is no mistreatment reported for this occurrence. However, the complaint describes an overdose of less than one (1) fraction. In a case where the user makes a mistake when setting up the dose tracking, it may happen that primeview/lantis does not prevent from overdose of one or even more fractions. An overdose of several fractions may potentially result in a serious injury. In a case that dosimetry parameters are not correctly setup, there will be no warning when the prescribed does has been reached.